Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via letter that he had received no delivery alarms and experienced high blood glucose levels. Blood glucose value is unknown. The customer explained that he had issues with the reservoirs because he had to remove the reservoir from the insulin pump and manually push inside the reservoir to be able to deliver insulin. The customer retuned the reservoirs along with the letter but the product information was not available. A letter was sent back to the customer confirming that the complaint and the product was received and the product information was requested, but there was no reply. The reservoirs were not replaced and no analysis was performed.